Manufacturer narrative:
Aware date was used as event date, as the actual event date is not known.

Event description:
Reported via patient call center. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2021. The patient was discharged. The patient stated that during the last routine follow up transesophageal echocardiography (tee), the closure device showed a leak. The patient remains on eliquis medication.